Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle ,dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) and hysterectomy (partial)/robotic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Concomitant condition added. Events heavy vaginal bleeding/abnormal vaginal bleeding, menorrhagia outcomes updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding"). The patient was treated with surgery (hysterectomy (partial)/robotic hysterectomy) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, dyspareunia, urinary tract infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter,patient demographic and events (dyspareunia, abnormal bleeding (general), infection (urinary tract), essure confirmation test not conducted) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.